Event description:
During a call to the customer, customer reported issues with sensor glucose verses blood glucose differences. Customer stated that the insulin pump alarmed threshold suspend. Customer's blood glucose reading was reported to be in the 100's (mg/dl). During troubleshooting, it was discovered that customer has scar tissue at the site, and inserts below the waist. Customer stated that they sleeps on sensor. Advised to stay at least three inches from any scar tissue found and to avoid pressure on site to prevent false low sensor glucose readings. Product is not being replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.